Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury or mitral regurgitation. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported mitral regurgitation is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, a patient presented with grade 5 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, three mitraclips were implanted successfully. There were no adverse patient effects or clinically significant delays reported. On (B)(6)2025, it was determined that the mr had increased and there was the possibility of perforation of the posterior leaflet. The mr increased to grade 4.